Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was received in a box with a label marked with a batch of 2063471. The suture and both anchors were returned. The depth limiter button was in the default position. Both anchors were out of the deployment channel attached to the suture. Most of the suture was tucked into the depth gage tubing. The actuator tip was in the t2 position. A functional evaluation was performed on the returned device and found the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined. Factors that could have contributed to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that the t2 of the fast fix device had premature activation. The deficiency was observed while performing the investigation for the device and no further information was provided.